Manufacturer narrative:
The reported event of a sensing issue was confirmed. As received, a partial lead was returned in two portions for analysis. Visual inspection found, a full breach outer insulation degradation adjacent to the connector boot. And an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to suture tie impression. The cause of the reported event was, due to full breach outer insulation degradation and to the exposure of the outer coil in the abrasion zone consistent with friction to another device or patient anatomy. Electrical testing did not find any indication of conductor fractures or internal shorts. Further information was requested, but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented with an unspecified sensing issue of the right ventricular and right atrial lead. The leads were explanted. Patient status was not known.